Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. Initial reporter unavailable from the site at the time of filing. Onisite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. A software analysis was performed. It was determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that they took a spin and it did not transfer to the navigation system. The representative tried bypassing the bulkhead and was still unable to verify. They mimic'd another navigation systems ip information to see if that would work and still could not verify. They checked the software settings and found the storage port was set to 4100. They changed it to 104, and then were able to verify the navigation system and push images over normally. There was an unknown delay to procedure and no reported impact to patient outcome.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. Patient weight and date of birth unavailable from the site. The issue was resolved by bringing in a different navigation system. Initial reporter was dr. (B)(6). If information is provided in the future, a supplemental report will be issued.